Manufacturer narrative:
This device was discarded; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued. Please note: (B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited high capture thresholds with loss of capture shortly after implant. It was noted that the lead position looked fine on chest x-ray. Subsequently, this patient underwent a revision procedure (during which the physician noted the lead looked too short), and this lead was explanted and successfully replaced with a different, longer lead. Additionally, the physician opted to explant the associated pacemaker in order to enable magnetic resonance imaging (MRI) compatibility. No additional adverse patient effects were reported. This lead was discarded at the facility following explant. Therefore, product return is not expected.